Event description:
Nurse reported "sizer has been inserted. When taking it out again there was a piece of plastic on the surface." No treatment was necessary for this event.

Manufacturer narrative:
It is unk how many times this device was resterilized.